Manufacturer narrative:
The real intelligence cori, part number rob10024, serial number sn(B)(6), intended for treatment was returned for evaluation. A visual inspection was performed. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The complaint console was connected to a test monitor, foot pedal, and camera. A test drill was connected to the console and a kpc test was performed and failed 2/5 tests twice (set max & max stop) and passed a third time. A tka case was set up and completed with no errors. A second test drill was connected to the complaint console and passed a kpc with no failures. The complaint drill was also returned in addition to the complaint console. The drill was kpc/tka tested on the test console and the complaint console and passed on both with no failures or errors. Screenshots and system log files provided were reviewed with the software support team. The reported problem was confirmed. While transitioning from checkpoint verification to cut femur state bad_speed_control_pedal error occurred followed by foot pedal cable disconnected dialog box appeared. User transitioned back to implant planning state and moved forward to femur bone removal state, system fault (unexpected pfs failure) occurred followed by internal error occurred. Following this user exited introap application. User revisited the same case and while transitioning from checkpoint verification to cut femur state, foot pedal cable disconnected dialog box appeared and robotic drill cable disconnected dialog box appeared. Following this user exited introap application. A complaint history review was performed by part number and no similar complaints were identified. A review by lot/serial number was performed and no similar complaints were identified. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was confirmed through a log file review, a definitive cause could not be determined. Factors contributing to the reported problem may have been associated to faulty foot pedal. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that, during a cori assisted tka surgery, one (1) real intelligence cori stopped working when it was tried to burr with one (1) real intelligence robotic drill. The procedure was performed, after a significant delay, with a change in surgical technique (manual procedure). No further complications were reported.

Manufacturer narrative:
Additional information: b5, h3, h6. The real intelligence cori, part number rob10024, serial number (B)(6), intended for treatment was returned for evaluation. A visual inspection was performed. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The complaint console was connected to a test monitor, foot pedal, and camera. A test drill was connected to the console and a kpc test was performed and failed 2/5 tests twice (set max & max stop) and passed a third time. A tka case was set up and completed with no errors. A second test drill was connected to the complaint console and passed a kpc with no failures. The complaint drill was also returned in addition to the complaint console. The drill was kpc/tka tested on the test console and the complaint console and passed on both with no failures or errors. Screenshots and system log files provided were reviewed with the software support team. The reported problem was confirmed. While transitioning from checkpoint verification to cut femur state bad_speed_control_pedal error occurred followed by foot pedal cable disconnected dialog box appeared. User transitioned back to implant planning state and moved forward to femur bone removal state, system fault (unexpected pfs failure) occurred followed by internal error occurred. Following this user exited introap application. User revisited the same case and while transitioning from checkpoint verification to cut femur state, foot pedal cable disconnected dialog box appeared and robotic drill cable disconnected dialog box appeared. Following this user exited introap application. A complaint history review was performed by part number and no similar complaints were identified. A review by lot/serial number was performed and no similar complaints were identified. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The most likely cause of this event is associated with a faulty foot pedal, preventing the correct functioning of the cori system. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that, during a cori assisted tka surgery, one (1) real intelligence cori stopped working when it was tried to burr with one (1) real intelligence robotic drill. The reported drill spun and stopped a couple times. Then it stopped spinning followed by stopping extending. It was tried a different drill with the same result. Everything was started over and it wouldn¿t calibrate. The procedure was performed, after a significant delay, with a change in surgical technique (manual procedure). No further complications were reported.